Manufacturer narrative:
Concomitant medical products - bmet arcom ap pat 3pst 34mm md, catalog # 11-150842 lot # 754880; biomet ilok pri tib tray 67mm, catalog # 141212, lot # 606920; biomet finned pri stem 40mm, catalog # 141314, lot # 827700; max pri-lip tib brng 12x63/67, catalog # 146332, lot # 350390 . Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient may undergo a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the reason for revision was due to polyethylene wear.